Event description:
It was reported that a user contacted customer care for elevated blood glucose after announcing a usual meal but then consuming a larger-than-usual amount including additional prunes while using the ilet system, with the event associated with an incorrect procedure or method related to the user interface. Symptoms included hyperglycemia with a peak of 317 mg/dl. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed no device problem found, and a usage problem identified, consistent with incorrect meal size announced. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and unintended use error.